Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was not being used on the patient at the time of the reported event. Reportedly, the customer continued using the pump for insulin therapy.